Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery, rewind anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had deep scratches on the face and the insulin pump rejected new battery. It was reported that it rewind slower and loudly and buttons were mashed to respond. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened up button dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarm or rewind anomaly due to unresponsive button.